Manufacturer narrative:
The thermogard console (sn (B)(4)) involved in the reported complaint will not be returned to zoll for evaluation and was not evaluated at the customer site because the customer was able to resolve the problem by reconnecting the ac power cord. Therefore, service was not required to be performed by zoll. The ac power cord of the thermogard console had become disconnected unintentionally during the patient treatment. After reconnecting the ac power cord, the thermogard console generated an alarm when powered on, however, the error code was not noted. The cause of the alarm could be an unexpected console shutdown. After ac power cord reconnection, the console was determined to be functional and was placed back for clinical use.

Event description:
During ivtm therapy, the thermogard console (sn (B)(4)) generated an alarm but the type of error code was unknown. Another thermogard console was used to continue the therapy. No consequences or impact to patient.